Event description:
The customer reported the system, after 4 seconds of fluoro, generated an anode overheated error message. The tube was cool to touch, a reboot cleared the issue and cases were continued. The patient was not injured.

Manufacturer narrative:
(B) (4). The ge service rep was unable to recreate the problem. He collected log files for salt lake city. He erased and reloaded nodes. The system operates as intended.